Event description:
The iab leaked back into the system 97 pump. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: unk - rptd 5/22/97.) (Pt's current status: unk - rpt'd 5/22/97.)